Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that one right iui connector was damaged. There was no patient involvement.

Event description:
It was reported by customer that one right iui connector was damaged. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative investigation summary: the reported complaint of the pump module right iui connector was observed damaged was not confirmed, as no device was returned for investigation. The events could not be conclusively identified from the email-only investigation. Laboratory testing of the suspect device could not be performed since the incident device was not received for this investigation. The alaris tm system user manual (v12.3.2), stated within inspection requirements, to ensure that the alaris system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage of any kind or find the device does not function as expected, return it to biomedical engineering for repair. Inspection of iui connectors is required. Damaged iui connectors can result in incorrect device operation. Use of a damaged device can result in patient harm. Failure to perform these inspections can result in improper device operation. Do not return the device to patient use if there are cracks, surface contaminants, discoloration, or other damage to iui connectors. Use of devices with damaged iui connectors can result in patient harm. Send all damaged devices to biomedical engineering for repair. If any of the following are visible on an iui connector, send the device to biomedical engineering: cracks on the surface of the plastic housing, damaged plastic ribs between the metal contacts, bent metal pins, surface contaminants or green deposits. The system was being used for treatment purposes as intended per 21 cfr.820.198(d)(2). Root cause: the root cause of the reported issue of damaged right iui could not be determined, as no device was returned for investigation. The events could not be conclusively identified from the email-only investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.